Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reet3041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC redressed by district nurse who used forceps to remove biopatch. PICC dressing afterwards noted to be soaking. Assessed in aohu and PICC removed due to suspected fracture.

Event description:
It was reported PICC redressed by district nurse who used forceps to remove biopatch. PICC dressing afterwards noted to be soaking. Assessed in aohu and PICC removed due to suspected fracture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿fracture¿ is unconfirmed as the alleged problem was not found in the returned sample. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water. No leaks were found, and the catheter was found to be patent to infusion and aspiration. No leaks, splits, fractures, or other damage were found on the returned catheter.